Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient will be placed in hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician observed an right ventricular (rv) lead pacing problem on a holter monitor. It was also reported that non-physiological oversensing was noted on stored episodes and was indicative of a lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.